Event description:
It was reported that after the footswitch is released it causes any attached instrument to continue to run. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The footswitch has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.